Event description:
It was reported that 2 bd¿ sharps collectors experienced a missing lid. The following information was provided by the initial reporter: the sliding lid was missing in two products.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd¿ sharps collectors experienced a missing lid. The following information was provided by the initial reporter: the sliding lid was missing in two products.

Manufacturer narrative:
Investigation summary: according to this investigation, there is not enough information provided from customer like a picture showing the nonconformance or a lot number, however within the report, customer describes there was no clear component of the lid (slider). With that explanation, we can confirm it as related to the manufacturing process since this issue had already been identified within the process. A device history review could not be completed as no batch number was provided.